Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced stress urinary incontinence and cystocele. The mesh remains implanted. No further patient complications have been reported in relation to this event.